Event description:
Patient was revised due to very little ingrowth on the back of the cup. It was noted that the cup was not grossly loose and took some time to get out.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to very little ingrowth on the back of the cup. It was noted that the cup was not grossly loose and took some time to get out. Update litigation alleged the patient has suffered pain, soreness, swelling, weakness, and discomfort, decreased mobility, elevated metal ion levels (measured at 3.0mcg/l chromium and 7.4 mcg/l cobalt in (B)(6) 2011), fluid collection and discolored tissue at implant site, metallosis, and plantar fasciitis due to the implanted asr hip.

Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised. Upon revision a small, undisplaced crack was found in the posterior wall of the acetabulum. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.